Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an extrusion of the electrode through the tympanic membrane. In addition the electrode array migrated completely out of cochlea. Further during explantation surgery a cholesteatoma was found, which might has contributed to the extrusion and migration. The explanted device has not been received for investigation yet.

Event description:
The hearing performance using the device is affected. It has been reported on the physical examination report that the user has the electrode protruding out through the tympanic membrane. It can be seen on the otoendoscopy imaging and started 13 months ago. Reportedly, the active electrode has migrated completely out the cochlea, into the middle ear. The device has been explanted.

Event description:
The hearing performance using the device is affected. It has been reported on the physical examination report that the user has the electrode protruding out through the tympanic membrane. It can be seen on the otoendoscopy imaging and started 13 months ago. Reportedly, the active electrode has migrated completely out the cochlea, which is currently in the middle ear. Surgery is planned but no date has been set yet.

Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to an extrusion of the electrode through the tympanic membrane. A revision surgery is planned; however no further information has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance using the device is affected. It has been reported on the physical examination report that the user has the electrode protruding out through perforation.